Manufacturer narrative:
This supplemental MDR is being filed to report that the initial MDR was filed under the incorrect manufacturing site on 03/30/26. The MDR was filed on 04/30/26 under the correct manufacturing site under MFR # 9710602-2026-01204.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The fuse was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during service resulting in unit power failure. There was no patient involvement.